Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform displayed physical damage on the top portion of the platform. When the board was powered on during a shift check the unit displayed user advisory (ua) 45 (not at home position after power on/restart). The customer was unable to clear the ua 45. There was no further information provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 09/25/2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found that top cover and front enclosure was damaged and the battery lock was bent. Note this physical damage can occur due to normal wear and tear and/or physical abuse. A review of the platform archive was performed and there were several user advisory (ua) 45 (shaft not at "home" position) occurred during the event date of (B)(6) 2015. During functional testing, the autopulse platform displayed ua 45 upon power up. The drive shaft was rotated to the home position to remedy the error message. Based on the visual inspection, there were no parts replaced. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed all the tests and meet all the required specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.